Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803 this synthes has not been able to matven which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Lot number: 66p6589. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: a product investigation was conducted. Visual inspection: the complaint device (matrixmand reco-pl angl le 7+23ho t2.5 t) was returned for investigation. The plate is broken between holes 7 & 8 counted from the end of the longer side. While a root cause cannot be determined for the reported issue, it is possible that the plate was bent in an inappropriate direction leading to the breakage. No other issues were identified. Dimensional inspection: the width (measured at the next intact crossover) of the device was measured. This is within the specification as per the relevant drawing. The thickness (measured at the next intact crossover) of the device was measured. This is within the specification as per the relevant drawing. Document/specification review: the matrixmandible plating system surgical technique was reviewed. Following relevant statements were found. Warning: these devices can break intraoperatively when subjected to excessive forces or outside the recommended surgical technique precaution: - minimize notching or scratching of the implant during contouring. These factors may produce internal stresses which may become the focal point for eventual breakage of the implant. Precautions: avoid reverse bends as it may weaken the plate and lead to premature implant failure. Avoid sharp bends. Sharp bends include a single out-of plane bend of >30 degrees between two adjacent holes the review has also shown that for out of plane bending like in this case either the bending irons parts 03.503.077 and 03.503.078 or the bending pliers with nose part 03.503.056 should be used. If the bending pliers with nose is used the with out of plane and second step marked part of the tool has to be used. The duckbill end of the bending pliers with nose is used to bent the last segment of a plate, which is accordingly marked on the device. Investigation conclusion: the reported condition of the complaint device (matrixmand reco-pl angl le 7+23ho t2.5 t) is confirmed. The plate is broken between holes 7 & 8 counted from the end of the longer side. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part number: 04.503.739, lot number: 66p6589, part manufacturing date: 20 august 2020, manufacturing site: elmira, part expiration date: n/a, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 66p6589 of ti matrixmandible plates was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the component device history record(s) determined the component lot 37p0453 met all specifications with no issues documented that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h867145 met all specifications with no issues documented that would contribute to this complaint condition. Device history review : a review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that ti matrixmandible angle recon plate broke before surgery during adaptation of implant. There was no impact on patient. No further information provided. This report is for one (1) ti matrixmandible 7x23 angle recon pl left 2.5mm thick. This is report 1 of 1 for complaint (B)(4).